Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had a known right atrial (ra) lead fracture. Attempts to obtain additional pertinent information was unsuccessful. This ra lead remains in service. No adverse patient effects were reported.